Event description:
During laparoscopic total hysterectomy, using laparoscopic logicut scissor connected with electrical energy, noted electrical energy escaping from the scissor shaft. The instrument was removed from sterile field and notified service head and manager for further investigation. No harm to patient.